Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions from their implantable cardiac monitor (icm) showed false pause episodes due to intermittent ventricular undersensing. Programming changes were discussed but were not made. There were no patient symptoms reported.